Manufacturer narrative:
(B) (4). The ge service rep found the mother board battery measured at .3 vdc. He replaced the cr2032 and booted the system several times. The system operates as intended.

Event description:
The customer reported that the system did not boot up. The ipc was defective and an error code displayed on the unit. No patient injury was reported.